Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
A report was received that stated during an injection, the needle became detached from the syringe. The nurse and patient were exposed to medication. Additional information regarding how individuals were exposed to medication and potential intervention provided to patient/clinician due to exposure has been requested. No response has been received at this time. No needle-stick took place. There was no permanent patient or clinician injury reported.